Event description:
It was reported that the patient had revision in april due to the patient having pain at implantable neurostimulator (ins) site and reporting decreased efficacy. At the revision they switched sides (to right side) of lead and replaced ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va09wpf, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).